Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead implanted with an implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements one day post implant. Additional information was received that a revision procedure was performed. At the procedure, it was found that the lead setscrew was not tightly screwed. Lead impedance measurements were within normal range once the setscrew issue was corrected. The device and lead remain in service. No additional adverse patient effects were reported.